Event description:
It was reported that catheter complications occurred. However, the reporter did not know what the actual problem was or when it occurred. The spinal section catheter was being revised on 10/4/2013. The doctor was going to cut out a piece of the catheter and splice in a new section. He was going to bring the catheter down 5-6cm in the vertebral body. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).